Event description:
It was reported that during an unknown procedure, after one hour of the surgery, a high-pitched sound occurred when the energy button was pressed. Then tissue pad was dropped.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the white tissue pad completely missing from the clamp arm of the device? Did the tissue pad fall into the patient? If so what efforts were made to retrieve it? Did the patient experience any adverse consequences due to this issue? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/28/2022. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? : partially stripped. Did the tissue pad fall into the patient? : no. Did the patient experience any adverse consequences due to this issue? : no upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.